Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had sensor glucose and blood glucose differences. Customer's current sensor had two calibration errors and a change sensor alert. Customer's blood glucose level was 87 mg/dl. Customer had one sensor had an end sensor alert. Customer's mother declined troubleshooting. No additional information provided.